Event description:
It was reported the ventilator had a power loss, a low pressure alarm and was not ventilating while on a pt. When the homecare dealer rep arrived at the pt's home, the nurse was bagging the pt who was alert and stable. The pt was placed on a back-up ventilator. The homecare dealer rep tested the ventilator with the prescribed settings using a test lung. When the machine was cycling, it was not delivering volumes. No reported harm to the pt.

Manufacturer narrative:
With these settings, when the unit detects pt effort, it will first deliver a 300ml volume breath, and subsequent breaths will be, in this case, pressure support breaths of 10cmh2o. When the lung is removed from the pt eye, the sudden loss of pressure produces visual/audible alarms for low pres and low min vol. It is seen as pt effort, so the unit works to maintain an airway pressure of 10 cmh2o by producing small 150 ml breaths. When the lung is reconnected, the first breath is a 10 cmh2o pressure support breath and the following breaths are 300 ml volume breaths. Careful measuring of the unit shows the inspiratory and expiratory volumes are within specifications.